Manufacturer narrative:
Upon further review it was determined that the reported event was not repeated by fse. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) unit had iab circuit leak (gas loss) alarm message. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site city, the full event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.